Event description:
At/af episode (B)(6) 2025 shows evidence of either far field r wave oversensing or t wave oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).